Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the blood glucose ran high, to 400 mg/dl. The blood glucose had been running high for 5 hours. The customer treated with manual injection. The drive support cap appeared normal and recessed. A few bubbles were noted in the infusion set and the customer was assisted in priming them out. Insulin did exit with a manual prime and no leaks were observed. The customer declined further troubleshooting. The insulin pump was not replaced or returned for analysis.